Manufacturer narrative:
Per the t:slim user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels of 134-200 mg/dl during the night. The customer thought that the bg level may have been due to eating too much food at night, the night pump settings had been adjusted approximately 3 months ago and due to traveling, the pump was exposed to a body scanner. Tandem customer technical support (cts) performed a pump system check and the pump was found to be functioning as expected. The customer agreed. The pump time was found to be off by an hour and cts assisted the customer with adjusting the time. The customer reported the time was not corrected during the spring time change.